Manufacturer narrative:
Date of event was approximated to (B)(6) 2020, as the event date is unknown. The complainant was unable to report the upn and lot number. Therefore, the manufacture date and expiration date are unknown. Health professional was approximated to yes, as the initial reporter's occupation is unknown, but the event was reported to have occurred at a health care facility. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on unknown date. According to the complainant, the clip did not deploy correctly as it would not release from the sheath. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.